Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience intermittent issues with the cartridge leaking from the o-ring. Customer loaded a new cartridge to address the issue. Additionally, it was reported that intermittent resistance was experienced when filling multiple cartridges with insulin. Customer's blood glucose was around 200-300 mg/dl. The issue was resolved by performing a supply change.